Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately one month post implant, the patient experienced episodes of loss of consciousness, a fall and a transient ischemic attack (tia). The patient expressed concerns about their implantable pulse generator (ipg) system. The ipg system remains in use. No further patient complications have been reported as a result of this event.